Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose with blood glucose of 1200 mg/dl. The customer was treated with the manual injection. The customer reported that they had no delivery alarm. Troubleshooting was done for high blood glucose and under delivery also for no delivery alarm. The customer reported that insulin was not exit. The customer was off the insulin pump less than 48 hours prior to the hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in was incorrect with the initial report. The correct information has been provided with this report.